Event description:
There is a y2k issue with only the tele units, the bedsides are ok. Issue the "arrhythmia recalls" are doing the following: show "no data" in the waveform section, show a waveform but the year states "1970", if the waveform shows "no data" in "arrhythmia recalls" and the event is brought up in "full disclosure", the waveform will populate back in the "arrhythmia recalls", however the year will show "1970" patient strips if a strip is printed from the arrhythmia recall page, the year 1970 will also be printed. If a strip is printed from the full disclosure or normal patient screen, the year will be correct. Patient alarms: patient alarms are still being activated and recorded by the cns the white box that represents an event will still pop up on the patient's tile work around note the date and time of event search for the event in full disclosure and print from there if strip is printed from the "arrhythmia recall", hand correct the year and initial the change solution at this time there is not a permanent solution nihon kohden is aware of the issue and are working on a fix action nk will send out an alert to officially explain the issue and their fix action. FDA safety report ID # (B)(4).